Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the jaws would do longer open during a laparoscopic oophorectomy and salpingectomy. There was no patient injury. No further information is available.